Manufacturer narrative:
The ge rep performed an on site investigation. The connectors were cleaned and the voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed unstable images during fluoroscopy xray. No report of pt injury.